Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified procedure with saline mentor smooth round high profile 250cc breast implants and suffered several unexplained systemic symptoms, including extreme fatigue, hair loss, acne, breast pain, tuning in ears, irregular periods, adrenal fatigue, muscle twitching, grinding teeth, panic attacks, night sweats, hashimoto¿s thyroiditis, liver damage, depression, sleep disorder, skin rashes, sores on head, neck/back pain, mood swings, constant phlegm in throat, ringing in ears, blurry vision, brain fog, dark circles under eyes, dry skin, heart palpitations, and stress. No date of explantation was reported thus far. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This report is for the second of two devices.